Manufacturer narrative:
Additional information was requested. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited an unknown product performance issue. The patient underwent a surgical intervention to remove the lead and implant a new product. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited a dislodgement. The patient underwent a surgical intervention to remove the lead and implant a new product. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received, updated device codes and event description with new information.